Event description:
Foley catheter inserted during operation 9/27. Twenty four hours later only 4 cc of water could be extracted from the 10 cc in the balloon, in preparation for pulling out the catheter. The catheter could not be removed. Upon direction from urologist, balloon side protrudes out, then catheter was cut, still could not be removed. Urologist had to recover the catheter which resulted in fragments of balloon left in pt's bladder. If pt does not pass fragments by monday a cystoscopy will be performed.